Manufacturer narrative:
A complete lead was returned for analysis in one piece with a stylet inserted. External insulation abrasion was noted at 10.4 cm to 10.6 cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location.

Event description:
New information received states that the atrial lead was explanted and replaced. The patient was stable.

Event description:
It was reported when a patient presented via merlin.net transmission, inappropriate ams episodes due to atrial lead noise. The patient was brought in clinic and noise was reproducible when the patient moves his arm. Programming changes were made to resolve the issue. The patient was stable and will continue to be monitored.